Manufacturer narrative:
This report is 2 of 4 being submitted for this complaint. Reference mfg. Report numbers 2015691-2020-11186, 2015691-2020-11191, and 2015691-2020-11197.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Bibliography: shinichi fukuhara, m. A. (2020). Surgical explantation of transcatheter aortic bioprostheses: results and clinical implications. Journal of thoracic cardiovascular surgery, 1-10. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, patient factors (end-stage renal disease, hemodialysis) most likely contributed to the event. There was no allegation of a device malfunction which could be related to a manufacturing non-conformance. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
A (B)(6) study was published in a journal article, ¿surgical explantation of transcatheter aortic bioprostheses: results and clinical implications¿. The study was between april 28, 2011 and june 30, 2019, in which tavr explantation was performed in 15 patients. In addition, 2 patients from outside institutions also underwent tavr explantation. Clinical details were reviewed of these 17 patients. One patient who received a sapien valve approximately 5.3 years later presented with severe symptomatic paravalvular leak (pvl) and the valve was explanted. Three patients with a sapien 3 valve had their valves explanted: one patient with a 29mm sapien 3 with end stage renal disease on hemodialysis developed structural valve degeneration and severe aortic stenosis, severe mitral regurgitation and severe tricuspid regurgitation (tr). The second patient with a 29mm sapien 3 valve explanted presented with severe pvl, vsd and severe tr. The third patient with a 23mm sapien 3 valve explanted presented with structural valve degeneration with severe as. All three patients received a surgical aortic valve replacement. This complaint represents the one patient with an explanted 29mm sapien 3 valve that developed structural valve degeneration and severe aortic stenosis, severe mitral regurgitation and severe tricuspid regurgitation (tr). A surgical aortic valve replacement was implanted.